Manufacturer narrative:
(B)(4). D10: cat# 00801803214 lot# unk femoral head nonskirted 12/14 taper. Cat# 00634105632 lot# unk liner 7 mm offset 32 mm i.d. For use with 56 mm o.d. Shell unk fiber-metal taper size 25 stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were reviewed and identified the following: patient had an initial left tha. Patient had revision due to multiple dislocations. During the revision it was noticed that the hip dislocated easily with only 10 degrees anteversion on the stem and acetabular component only 5 degrees anteversion. The liner was impacted in place, the locking ring would not seat. Therefore, it was decided to revise the acetabular cup. During the removal of the acetabular component, the medial bone fragmented as well as inferior bone. A definitive root cause cannot be determined. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the revision procedure, there were multiple attempts to retain the well-fixed cup and seat the locking ring however, the acetabular component was revised due to unsuccessful intervention. While removing the cup the medial and inferior bone fragmented. It was reported that no further information could be provided.